Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed the carriage washer/nut was loose. The carriage washer/nut was readjusted. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. Prior to (B)(4) 2006.

Event description:
A report was received that stated, the pump alarmed "check clutch." No patient injury or adverse event was reported.